Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 3.75 v, 0.4 ms. In september 2010 the ventricular capture threshold was 0.5 v, 0.4 ms. After increasing the pulse width to 1.0 ms, right ventricular capture was obtained at 2.25 v. The lead will be monitored.